Event description:
Unomedical reference number (B)(4).event occurred in (B)(6) on (B)(6)2024 and (B)(6)2024, it was reported that patient faced 2 events of infusion set fell off during use. The events occurred within 24 to 48 hours of insertion. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1904638 - MDR 3003442380-2024-12251 - device 1 of 4